Manufacturer narrative:
Additional narrative:the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and all tests passed and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 4 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that three battery devices were not working in the small battery drive device and were showing red in the universal battery charger device. According to the report, the batteries were not working so another set of small battery drive was used with the battery casing devices. There was a fifteen minute delay in surgery. Spare battery devices were available for use. There was no allegation with the small battery drive device as it functioned as expected when used with a functioning battery device. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.